Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Current blood glucose was 236 mg/dl. Customer stated he has been having lows but he knows it was due to being low and exercise and he took carb intake to treat. Customer then woke up this morning and he was high 280 mg/dl. Customer reported that blood glucose continue to run high in the 363 mg/dl and nothing he did would bring it down. Customer then gave a manual injection of 10 units his sensor is showing its now 246 mg/dl it's been. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.